Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1378, awareness date 05-oct-2015). Case was received in united states and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that throughout the next 17 days following essure placement she started having some horrible effects that she could not get rid of. On (B)(6) 2013 she had enough pain and states that she could not take it anymore so she finally went in to her doctor (who also placed it). Her fingers/hands were stiff, swollen (she could not even open a bottle of water let alone a door). She struggled to pick up her (B)(6) son. Consumer also reported that both her knees as well were swollen and stiff to where it took her a good minute to get up and down and states that she would be in tears fighting to stand up (she was not able to bend down to pick up her kid). According to her, all she was given was naproxen. She informed that her pain was only becoming worse. She went in yet again on (B)(6), and by this time she was given mobic, famotidine, medrol and transom to try and help with her pain. None of them helped. Consumer also went through several blood tests to rule out all other possibilities and, as time progressed, she had pelvic pain, constant fatigue, bloat, nauseated, constant migraines, mood swings, depression, weight gain, loss of appetite, painful sex, memory loss, hair loss, and her joint pain got worse. Finally, after speaking to several doctors, she was referred to another doctor who was willing to try and remove it for her. On (B)(6) 2014, she went in for what hoped would be her last step to being essure free yet she was wrong again. According to reporter, her left coil was only visible (as reported) and surgery came to a stop as when they started on her left tube she started bleeding and they had to stop. When she finally woke up she then had to set up her final appointment to have everything removed except her ovaries. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain that was only becoming worse. Almost a year later, she had an attempt to remove the inserts but her left coil was only visible (interpreted as device dislocation) and surgery had be stopped as when they started on her left tube she started bleeding (interpreted as procedural haemorrhage). She had to set up her final appointment to have everything removed except her ovaries. The unspecified pain, device dislocation and procedural haemorrhage are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events, the suggestive temporal relationship and lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.